Event description:
A trilogy100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error code e-282 was found in the ventilator's downloaded error log with the charge amount of the internal battery having been confirmed at 99% in the error log. The device's pca was replaced to address the issue. Preventive maintenance 2 was performed. The following parts were preplaced: exhaust fan assembly, motor blower assembly, stirring fan foam, 43 micron filter and pollen filter. In addition, confirmed by operational check, the left button reacted as if it was pressed twice when only pressed once, therefore the front panel/keyboard led pca was replaced.

Manufacturer narrative:
Previously reported: a trilogy100 ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, error code e-282 was found in the ventilator's downloaded error log with the charge amount of the internal battery having been confirmed at 99% in the error log. The device's pca was replaced to address the issue. Preventive maintenance 2 was performed. The following parts were replaced: exhaust fan assembly, motor blower assembly, stirring fan foam, 43 micron filter and pollen filter. In addition, confirmed by operational check, the left button reacted as if it was pressed twice when only pressed once, therefore the front panel/keyboard led pca was replaced. New information: the trilogy 100 power management pca and front panel/keyboard led pca were returned to the philips investigation lab (pil) for further evaluation and the failure of the suspected components could not be duplicated. In addition, the error codes could not be duplicated. The suspected components passed all testing and operated as designed. The components were scrapped.